Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that insulin pump was beeping with half black and half white vertical. Customer stated that insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.